Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on april 27, 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer was not eating on the day of the incident and had stress. The customer was at 199 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had both high and low incidents that led to emergency medical assistance being needed. The customer reported sensor connection issues. The insulin pump will not be returned for analysis.